Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise, the criteria for the right ventricular (rv) lead, lead integrity alert (lia) were met, and oversensing associated with the rv. Analyst commented, 11 non-sustained tachycardia with v-v intervals less than 220 milliseconds from (B)(6) 2016. Evidence of emi/noise observed on stored electrogram (egm), episodes 95 and 98. Lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia espisodes. Concomitant producs: dtba2d1, implanted: (B)(6) 2015; 4193 lead, implanted (B)(6) 2004.

Event description:
It was reported that an right ventricular (rv) lead, lead integrity alert (lia) triggered. Review of incoming data indicated the rv lead exhibited inappropriate episode detection due to sensing of noise/oversensing that was indicated as electromagnetic interference (emi) noise. It was also reported that the rv lead met the criteria for high rate ventricular tachycardia (vt) non-sustained episodes (oversensing) and sensing integrity counter (sic). The rv lead settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.